Event description:
It was reported that the product malfunctioned which extended surgery time.

Event description:
During post-op x-ray evaluation, it was noted a fragment of the device broke and remained in the patient. As a result, an additional surgery was performed on the following day to remove the fragment. As a precautionary measure to assure no damage to the femoral liner, an exchange was performed.